Event description:
On 09/11/2009, during visit a sensing anomaly was observed and some episodes of vt with undersensing on the r-wave. The ICD was changed and the lead was partially capped. A new sense/pace lead was added. Defib portion remains active, the electrical parameters are good.

Manufacturer narrative:
Na